Manufacturer narrative:
The reported observation of high impedances and loss of therapy was not confirmed when referencing the 3186 lead. A high-resolution inspection did not note any obvious anomalies. Electrical resistance and continuity testing measured within the expected range.

Manufacturer narrative:
E1 reporter phone number: (B)(6). Date of event is unknown. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the lead and extension were explanted and replaced. Therapy was restored. Date of explant is unknown.